Manufacturer narrative:
The manufacturer is currently waiting for information regarding next sensor removal attempt. The additional information will be provided in the supplemental report.

Event description:
Senseonics was made aware of an incident where the sensor could not be removed during removal procedure on (B)(6) 2023. The hcp says the extraction was not possible as the sensor has migrated inside the arm. The sensor was able to be located with a magnet and ultrasound scanner as it was not palpable with the fingers. Another removal attempt will be made at a later date or else patient will be referred to a surgeon for surgical removal. No date was provided.

Manufacturer narrative:
The sensor was successfully removed on (B)(6) 2024. B4. Date of this report updated 29 august 2024. D6b. Explanted (B)(6) 2024. G3. Date received by manufacturer updated to 23 august 2024.